Event description:
The reporter indicated that a 12.1mm vticmo12.1 implantable collamer lens of -16.0/2.0/087 (sphere/cylinder/axis) was implanted into the patient's left eye (os) on (B)(6) 2023. On (B)(6) 2023, the lens was exchanged for a longer length lens due to low vault with rotation. The problem was resolved.

Manufacturer narrative:
A4-a6:unk. Claim# (B)(4).